Event description:
On (B)(4) 2012, baxter product surveillance followed up with the peritoneal dialysis (pd) nurse regarding an unrelated issue. The nurse reported the patient's pd catheter was permanently discontinued due to peritonitis. The patient is on hemodialysis. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis from (B)(4) 2012. Treatment included unknown antibiotics (dose, frequency, and route also unknown). The pd nurse reported the patient has recovered from this event of peritonitis. No further information is available due to no access of hospital records.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Further investigation is currently under way. A batch review was performed on associated lot number gd892554 and no deviations were noted. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this condition of peritonitis - no malfunction or use error was not confirmed because no samples were returned to baxter. The user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified due to insufficient information. If additional information becomes available, a follow up report will be submitted.